Event description:
A male underwent initial aaa repair in 2005. The physician placed one main body and two iliac leg grafts. A distal type I endoleak developed over time due to the distal end of the iliac leg graft being well above the internal iliac artery. The physician then placed an additional iliac leg graft in 2008 to successfully resolve the endoleak. Patient is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.